Event description:
On (B)(6) 2025, the user reported that dexcom g6 continuous glucose monitoring (cgm) failed to connect after pairing with the ilet system, resulting in elevated blood glucose (bg) of 400 mg/dl and vomiting. The user used multiple daily injections (mdi) to correct bg. The agent assisted with troubleshooting and advised waiting for the sensor to pair. The lowest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected by daily injections. The symptoms experienced by the user at the time of event included vomiting. No medical intervention was required at the time of call.